Event description:
Same case as 6000130-2005-00394, 6000130-2005-00395. It was reported that during the graft implant procedure, three starter guidewires became "frayed". A fourth wire was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as `ok'. Additional information has been requested.